Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode operation, resulting in intermittent pacing inhibition due to unipolar pacing and muscle artifacts. An error code was also observed. It was noted the patient was in the emergency room (ER) while on vacation. Technical services (ts) was consulted, and device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode operation, resulting in intermittent pacing inhibition due to unipolar pacing and muscle artifacts. An error code was also observed. It was noted the patient was in the emergency room (ER) while on vacation. Technical services (ts) was consulted, and device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No additional adverse patient effects were reported. Additional information received indicates the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode operation, resulting in intermittent pacing inhibition due to unipolar pacing and muscle artifacts. An error code was also observed. It was noted the patient was in the emergency room (ER) while on vacation. Technical services (ts) was consulted, and device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No additional adverse patient effects were reported. Additional information received indicates the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. This product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.